Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 175cc saline breast implants which the left side deflated after implantation. As a result patient underwent removal and replacement with another device. At the time of this report, mentor has received no information regarding explantation date nor the brand of the replacement device.